Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Based on the condition of the returned unit and the description of the event, it is likely that the obturator tip fractured due to excessive heat exposure from the scope used the procedure. It is possible that the heat softened the material of the obturator tip, making it more susceptible to damage when force was applied to the tip. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap enucleation of ovarian cyst. Event description: original information received on 15 sep. 2021 by email from applied medical territory manager: product: ctf73 date: (B)(6) 2021 procedure: either a colon resection or cholecystectomy ¿ she did not know contact person: [name] or nurse ¿ however she was not there when it happened. Incident: tipp of trocar (just below end of sleeve) broke of during insertion. Additional information received on 16 sep 2021 by email from applied medical territory manager: tip of trocar broke off during insertion and fell into patient. Surgeon located the broken of tip after some time. All pieces were found and there was no harm to patient. According to customer it seams like it broke just below the end of the sleeve. Additional information received on 20 sep 2021 by email from applied medical territory manager (translation): the surgeons were [name] (huvudoperatör/ lead surgeon) och [name]. The procedure performed was lap enucleation of ovarian cyst. Placement of port was umbilical placement for camera. No harm /side effects to patient, the tip that had fallen off laid between the fascia and the peritoneum so you had not gone through completely. They opened the fascia carefully and were able to pick out the tip. Nothing special was observed about the incident, nothing was done in a different way. [Name] is new so it may be a little difficult to assess how large of an incision to be made. We used a [non-applied medical device] clamp (towel clamp) as support to lift the skin to make it easier to enter with the trocar. Maybe the trocar has been against the sharp tips of the [non-applied medical device] clamp, but you should have felt it and nothing it should break off for. It is not known if the trocar could have been damaged during handling. The packaging the port was received in is not the same as the port originally came from as the packaging indicates a port that has ref no. Ctr73 but the port is a ctf73. The difference between them is the fios function. Unfortunately no notes were made in the journals for series no. Alt lot number for each product used in the procedure. The product remains with the hospital for collection. Additional information provided by applied medical representative via email 17nov21: the damaged trocar was put in the wrong package after they noticed it was broken. The or nurse set several mayo stands prior to the surgical procedure so the original package was already gone. Intervention: surgeon located the broken of tip after some time. Patient status: patient is fine, no harm /side effects to patient

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap enucleation of ovarian cyst. Event description: original information received on 15 sep. 2021 by email from applied medical territory manager: product: ctf73 date: monday (B)(6). Procedure: either a colon resection or cholecystectomy ¿ she did not know contact person: [name] or nurse ¿ however she was not there when it happened. Incident: tipp of trocar (just below end of sleeve) broke of during insertion. Additional information received on 16 sep 2021 by email from applied medical territory manager: tip of trocar broke off during insertion and fell into patient. Surgeon located the broken of tip after some time. All pieces were found and there was no harm to patient. According to customer it seams like it broke just below the end of the sleeve. Additional information received on 20 sep 2021 by email from applied medical territory manager (translation): the surgeons were [name] ((B)(6)/ lead surgeon) (B)(6) [name]. The procedure performed was lap enucleation of ovarian cyst. Placement of port was umbilical placement for camera. No harm /side effects to patient, the tip that had fallen off laid between the fascia and the peritoneum so you had not gone through completely. They opened the fascia carefully and were able to pick out the tip. Nothing special was observed about the incident, nothing was done in a different way. [Name] is new so it may be a little difficult to assess how large of an incision to be made. We used a [non-applied medical device] clamp (towel clamp) as support to lift the skin to make it easier to enter with the trocar. Maybe the trocar has been against the sharp tips of the [non-applied medical device] clamp, but you should have felt it and nothing it should break off for. It is not known if the trocar could have been damaged during handling. The packaging the port was received in is not the same as the port originally came from as the packaging indicates a port that has ref no. Ctr73 but the port is a ctf73. The difference between them is the fios function. Unfortunately no notes were made in the journals for series no. Alt lot number for each product used in the procedure. The product remains with the hospital for collection. Intervention: surgeon located the broken of tip after some time. Patient status: patient is fine, no harm /side effects to patient